Manufacturer narrative:
Investigation confirmed the torque screw component was manufactured within specification, however the mechanical design of the component may contribute to cracking in the threaded housing component of the torque screw. The manufacturer has initiated corrective and preventive action to further address this issue. This report also encompasses UDI related data quality updates to match brand name and UDI with gudid data.

Manufacturer narrative:
The torque screw component is reaplced as part of standard preventive maintenance. The torque screw at issue had been in use for approximately 4 months as of the event date. The torque screw was taken out of service and returned to the manufacturer by the imris field service engineer. Upon receipt it was confirmed the torque screw exhibited a crack/breakage in the threaded housing that interfaces with the hfd100 skull clamp component. Further investigation of the issue is in process and a follow-up MDR will be submitted after investigation is complete.

Event description:
A customer reported the torque screw component of the hfd100 head fixation device did not feel secure when pinning the patient. The surgeon continued use of the torque screw and the hfd100 device, and completed the planned procedure with the device. The customer reported no patient injury occurred due to the issue.